Manufacturer narrative:
Per the customer, the device sample was discarded and will not be sent back for evaluation. One photo was provided by the customer as an example of the issue they have been experiencing. Visual evaluation of this photo was performed. The picture was observed that the venous (blue) adapter was broken on the thread pitch area and that the missing fragment of the blue adapter was not observed in the picture. This defect has been not confirmed due that the photo received is only an example of the issue the customer has been experiencing. Since the physical sample was not returned for examination, we are unable to determine a root cause for the reported event. If additional information is received, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing site. This complaint will be used for tracking and trending purposes

Manufacturer narrative:
Submit date: 01/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer reports that the luer adapter had cracked/split. No additional information is available.